Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event to 50 mg/dl for approximately two hours after a routine dinner while using the ilet with humalog, with additional insulin reportedly taken outside of the ilet as novolog and no recent device changes or alarms. Symptoms included loss of consciousness with subsequent recovery and coherence after awakening. Outcomes included self-treatment with oral glucose via two juice pouches and no medical intervention or hospitalization. Investigation included complaint intake review and troubleshooting with user education regarding potential algorithmic overcorrection during learning and the impact of taking insulin outside of the ilet. Investigation of this case revealed that the cause of hypoglycemia remained unclear given concurrent use of insulin outside the system and no device malfunction or alerts reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.